Manufacturer narrative:
Block d2b: additional pro codes nhl, pjs.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced erosion at the site of their left posterior auricular lead implant. X-ray imaging revealed the dbs lead looped under the skin where it had eroded. It was noted that the lead inadvertently looped during stage two of the dbs procedure per the physician's assessment. The patient underwent a procedure where the loop was removed however device remained implanted and repositioned away from incision before completing the procedure. The patient did well post-operatively.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced erosion at the site of their left posterior auricular lead implant. Xray imaging revealed the dbs lead looped under the skin where it had eroded. It was noted that the lead inadvertently looped during stage two of the dbs procedure per the physicians assessment. The patient underwent a procedure where the loop was removed however device remained implanted and repositioned away from incision before completing the procedure. The patient did well post-operatively.

Manufacturer narrative:
Block d2b: additional pro codes nhl, pjs. Correction to the initial MDR in blocks b1, and h6. The device was not returned to boston scientific for evaluation as it remains implanted and in use in the patient. Therefore, a physical analysis could not be performed. A review of the product labeling was conducted and did not identify any anomalies. The labeling provides instructions regarding management of excess dbs lead extension, including coiling excess extension around or below the neurostimulator, and notes that excess wire positioned on top of the neurostimulator may increase the potential for communication interference, tissue erosion, or damage during neurostimulator replacement surgery. Additionally, the instructions for use identify device related risks, including that implanted system components, neurostimulator, lead, and extension, may migrate from their original implanted location or wear through the skin, which may result in the need for additional surgical intervention. These risks are known and documented for deep brain stimulation systems.